Event description:
It was reported that insulin delivery on an ilet system stopped after the device issued low drug and out-of-drug alerts. The user did not revert to alternative therapy for an hour after insulin delivery stopped. The user later completed a full supply change with guided steps to rewind, replace the cartridge and tubing, confirm drops, insert a teflon infusion set, and fill the cannula, after which insulin delivery resumed. Symptoms included hyperglycemia, with a reported blood glucose of 212 mg/dl. Outcomes included an interruption of automated dosing for over an hour prior to the supply change. Investigation included review of device reports and logs. Investigation of this case revealed insulin depletion and a resulting suspension of dosing as the likely cause of the hyperglycemic episode, with no device malfunction identified after supplies were replaced and delivery resumed. It was concluded, based on previously established findings for similar reports, that the event was due to user-condition and normal device behavior in response to insulin running out.